Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2013. During this time a temperature is recorded which is below the recommended minimum temperature. The device failed multiple self-tests due to a low battery between november 2013 and the 10th december 2013. The device remained in fault mode until (B)(6) 2014 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 21st september 2014 and the last log entry on the 2nd february 2016. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.